Event description:
A number is not showing on the meter. During the troubleshooting process, it was determined that several segments were missing from the hundreds position of the display. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.